Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the duodenovideoscope exhibited a gap of adhesive on the distal end. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the application of physical stress (including bumping or dropping) the distal end section of the endoscope may have caused the reported event. However, a conclusive root cause was not determined. The event can be detected/prevented by the following instructions for use which state: instructions for evis exera ii tjf type q170v operation manual ¿important information ¿ please read before use¿ ¿¦warnings and cautions.¿ olympus will continue to monitor field performance for this device.